Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with under-sensing from their implantable cardiac monitor. Patient came in to the clinic on (B)(6) 2020 and had their device reprogrammed. Patient was stable after the event.